Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: delayed healing.

Event description:
Patient reported "poor wound healing". This record is for the left side. The device was explanted.